Manufacturer narrative:
Additional information: b5, d4, d6, h4, h6.

Event description:
Additional information: the patient experienced cardiac decompensation (this decompensation was favored by bronchitis). An intervention is planned.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device remains implanted; therefore, could not be returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to confirm. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported similar complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. Per provided information patient had diabetes, hypertension and dislipidemia. It is well known that patients with diabetes is predisposed to bioprosthetic heart valve calcification. As such, available information suggests that patient factors (diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Additional information: b1, b2, b3, b5, g4, h2, h6.

Event description:
Additional information: a valve in valve was performed with a 20mm sapien 3 ultra valve.

Manufacturer narrative:
Investigation is underway. H3 other text : remains implanted in patient.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 23mm sapien 3 valve implanted in aortic position. Approximately 4 years post valve implantation, the patient presented symptoms for aortic stenosis due to a heavy leaflets calcifications, as seen on imaging (CT).